Event description:
Narrative from staff: patient was dripping blood and IV fluid from pac tubing. The clave was checked, it was secured. The line was flushed but fluid was squirting out near the hub. Line was clamped and patients pac needle was removed. It was noted the port-a-cath line spontaneously cracked near the hub. Manufacturer response for port a cath, (brand not provided) (per site reporter) our materials specialist has also filed a report with bd ((B)(4)) and has been working with bd on this issue.